Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the reload was loaded into the subject instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be determined when this occurred. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pleurectomy / heated chemotherapy procedure, there was an issue trying to load reload onto handle, also there was a problem loading the device, wherein it was not able to load the reload onto handle, thus the stapler was unable to fire, green button could not be pressed, and handle unable to be squeezed. New devices were opened in order to resolve the issue. No patient injury.